Event description:
It was reported that the patient passed away due to right heart failure and sepsis. The death was not device or therapy related and it was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was additionally reported that the onset of the infection was erysipelas and the patient experienced congestion. The patient was put on antibiotics and palliative care. The right heart failure existed pre-implant and was not thought to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The device history records were reviewed for the heartmate 3 lvas (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of this IFU lists potential adverse events, including death, right heart failure, and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection no further information was provided. The manufacturer is closing the file on this event.